Event description:
Rptr complains of disabling chronic fatigue, brain dysfunction, chronic demyelinating neuropathy, pain, memory loss, & heart problems. Leading to removal of silicone gel breast implants. Both were ruptured. No way to tell while in her body.